Manufacturer narrative:
Patient information requested and all available information is included.

Event description:
Patient was admitted for induction of labor. Pitocin infusion was reportedly programmed for 30 ml/hr and witnessed by second staff member as correct programming, but was later found to be infusing at 300 ml/hr. Facility reports intended programming was pitocin 20 units/1000 ml saline, titrated from 6 ml/hr to 24ml/hr, then to 30 ml/hr. Patient developed tympanic contractions but was ok. Fetus started to decompensate with deep heart rate deceleration, so mother was treated with fetal resusitation measures (flipped side to side, turned pitocin off, started oxygen, bolus of lactated ringers, and terbutaline 0.25 mg). After about 10 minutes, fetus recovered, induction was resumed, and baby was subsequently delivered with no adverse outcome to mother or baby. Reported that the lr bolus was given on same pump as pitocin, but unknown if it was on same channel. User increased lr rate to 999 ml/hr and device flashed red with screen flashing back and forth repeatedly between rate of 999 and rate of 300. Facility biomed tested device minimally and it ran ok; he found no errors in the event log. Device received by cardinal health. Investigation is ongoing. Follow-up report will be filed when investigation is completed.